Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Device evaluation found the following defects: no image due to defective video cable, damaged fiber bonding / dented outer tube / cracked cover glass / broken light-guide connector / foreign material under cover glass. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective charged coupled device unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope was giving a green/grey-colored image. The issue was found preparation for use in an unspecified procedure. The procedure was completed with a similar device with no delay reported. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.